Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR(s) for the (libre reader freestyle) and the DHR(s) showed the (libre reader freestyle) passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, an investigation will be performed.

Event description:
A battery/no power issue was reported with the adc freestyle libre reader. Caller reported the customer was unable to check her blood sugar due to the reader not powering on with test strip insertion or button press, and subsequently experienced a "speech disorder" and loss of consciousness. Customer was unable to self-treat and was treated with "1 piece of sugar" and the juice of 1 orange by a non-hcp. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc freestyle libre reader. Caller reported the customer was unable to check her blood sugar due to the reader not powering on with test strip insertion or button press, and subsequently experienced a "speech disorder" and loss of consciousness. Customer was unable to self-treat and was treated with "1 piece of sugar" and the juice of 1 orange by a non-hcp. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Section serial number has been updated based on the returned product. The reported reader has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Meter powered on with home button. No malfunction or product deficiency was identified.

Event description:
A battery/no power issue was reported with the adc freestyle libre reader. Caller reported the customer was unable to check her blood sugar due to the reader not powering on with test strip insertion or button press, and subsequently experienced a "speech disorder" and loss of consciousness. Customer was unable to self-treat and was treated with "1 piece of sugar" and the juice of 1 orange by a non-hcp. No further treatment was reported. There was no report of death or permanent impairment associated with this event.